Manufacturer narrative:
Device evaluation: the cold phenomenon was confirmed during the case. The cold pixels had occured during the case resulting in blue/purple pixels around the probe.

Event description:
It was reported that during a tumor ablation procedure, the thermal dose threshold (tdt) lines appeared in an irregular pattern. The direction was changed to ablate the areas with decreased tdt line growth. The temperature transparency was increased and cold pixels were visualized. It was noted that the cold pixels were impacting the tdt line growth. No patient complications were reported in relation to this event. If additional information is received, a follow up report will be sent.